Event description:
The customer observed falsely elevated ca19-9 results while using the architect ca19-9xr assay. The customer provided the following results (iu/ml ) for a prostate cancer patient: (B)(6) 2012: 462; (B)(6) 2012: 16.9; (B)(6) 2012: 23.2; (B)(6) 2012: initial 1010.5, retest 1044.03. There was no adverse impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. The customer indicated that the issue was due to the storage and handling of the sample. An accuracy testing protocol was executed using lot 14780m500; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent list number 02k91, lot number 14780m500, was identified.